Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in the emergency room with syncopal events, upon device interrogation, pacemaker inhibition with loss of cardiac pacing asystole issue was observed as result of rv lead noise issue observed. The rv lead also had increasing impedance and capture threshold issue. No lead damage was observed on the rv lead via chest x-ray and lead noise issue was not observed in 2016. Lead was capped on (B)(6) 2019 and a new lead was implanted. Patient was recovering and stable post procedure.